Event description:
It was reported that the patient was experiencing frequent ipg charging. The patient underwent an ipg explant procedure. The explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past several months from date the manufacturer became aware of the event.